Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the nozzle of the gastrointestinal videoscope had foreign materials and no image. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Based on the results of the investigation, the no image was due to damage on the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the nozzle of the gastrointestinal videoscope had foreign materials and no image. There was no patient involvement.